Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000 mcg at 1365ncg/day) via an implantable pump for unknown indications for use. It was reported that the patient had baclofen withdrawal symptoms. They were admitted to the hospital and the physician attempted adye study, to which he could not aspirate the catheter.  The patient was scheduled for replacement.  No cerebral spinal fluid (csf) drip from the catheter while the pump pocket was open, nor any csf drip from spinal incision to check efficacy of the catheter.  The physician could not aspirate the catheter during the previous dye study nor during replacement.  The entire catheter and pump were replaced.  Post procedure, the explanted pump should have had 9.8 cc and the nurse retrieved 21 cc from the pump.  The issue was reported to be resolved.  The patient's weight was asked but unknown.  The patient's medical history was asked but would not be made available.  The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Continuation medical products: product ID 8578 lot# hg2rdq702 implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type catheter product ID 8709sc lot# n310043012 implanted: (B)(6) 2012 explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8578, serial/lot #: hg2rdq702, ubd: 16-aug-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: n310043012, ubd: 29-oct-2013, udii#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the 8785 catheter revealed no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segments. Analysis of the 8709sc catheter revealed no significant anomaly; catheter body- dried drug blood or foreign material occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: corrected information: the analysis results in follow up 001 should have read: analysis of the 8578 catheter revealed no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segments. Analysis of the 8709sc catheter revealed no significant anomaly; catheter body- dried drug blood or foreign material occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.